Event description:
The lay user / patient contacted lfs alleging an inaccurate high reading on her one touch ultralink meter. The patient felt weak, fatigue, had excessive thirst and felt real "draggie" prior to testing. She tested on her lfs meter and obtained a 375 mg/dl and the less than 10 minutes later tested on another ultralink meter and obtained a 92 mg/dl. The patient did not seek any medical attention or contact her physician for assistance. The patient had been cleaning the puncture area incorrectly; however, the technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was done and the test strips did not pass using the control solution. The meter was replaced. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.